Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok buttons were intermittently unresponsive. There was evidence of contamination found under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/28/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings: the keypad was found to be torn along the ok and down arrow buttons. Evaluation revealed that the up arrow, down arrow and ok buttons were intermittently unresponsive. The keypad was opened and there was evidence of contamination found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.